Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the patient experienced tricuspid regurgitation (tr). The rv lead was not used and replaced by a myocardial lead. No further patient complications have been reported as a result of this event.